Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two - patient alerts for out of tolerance lead impedance on (B)(4)-2010 21:00:06. Daily hv-lead impedance trend data shows two abrupt spike increases for svc defib=63 to 134 ohms peak between (B)(4)-2010.

Event description:
It was reported that the lead superior vena cava (svc) impedance was unstable. The svc coil was planned to be turned off, and the lead remains in use. No patient complications have been reported as a result of this event.